Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced two bent cannula infusion sets event on (B)(6) 2026.due to bent cannula patient experienced high blood glucose level subsequently admitted to emergency room. The patient blood glucose level peaked to 600 mg/dl and was treated with 10 units of insulin from the intravenous (IV) and 10 units from an injection. At time of hospitalization, patient experienced symptoms including shaking/tremors. No further information available.

Manufacturer narrative:
Initial and final MDR 2555720, device 1 of 2.